Event description:
It was reported that during a robotic assisted hysterectomy procedure, while using the device on thick tissue, the top jaw of the device fell off into the patient. The top jaw was retrieved from the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the top jaw separated from the instrument. The upper jaw was returned and it was bent. During mechanical testing, the jaws could not be properly opened and closed. The damage to the jaw interface prevents the jaw from opening and closing. Due to the returned condition of the instrument not all testing could be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.